Manufacturer narrative:
Tsc reviewed the result reports from econn to the testing on both visions and identified a difference in processing time. Initial testing of the sample on vision 50002057 had a total processing time of 37min with an incubation of 21min. Gel card 07301901100406054402 was in 37 incubator for a total of 27min. Testing of the sample on vision 50002056 had a total processing time of 27min and an incubation of 16min. Gel card 07301901100406054480was in the 37 incubator for a total of 16min. Testing for the sample on vision 50002057 had a 10 min greater processing time and a 5min greater incubation. Based on the nature of the m antibody, the increase incubation may have been a contributing factor in the antibody not reacting. Review of econn confirmed no pipetting or processing errors to the testing of each sample on each ortho vision. The root-cause could not be determined, although it could not be excluded to be sample-related, patient¿s antibody being weak and/or at detection limit of the reagents and techniques used. No product failure is identified. No biased result was reported to a physician the patient was not harmed.

Event description:
Customer contacting tsc to report an event of a false negative antibody screen result to a patient know to have anti-m on vision 50002057, that later produced a positive result by the manual gel method and on their other vision. All testing performed with the 0.8% selectogen lot# vs236 and the anti-igg gel cards lot# 073019001-10. Patient initially tested at a neighboring facility who could not rule out all clinically significant antibodies aside from the know anti-m. The sample was transported to this facility who tested the sample against the 0.8% selectgoen lot# vs236 to vision 50002057 on (B)(6) 2019 at 09:19am. A negative result was obtained. (Sample barcode: bb190082162a) based on the patient's history, the customer repeated the testing with the same lot of cells by the manual gel method and reports a 1+ reaction to cell#2 (cell#1 m+n+, cell#2 m+n-). The same sample was then processed on their alternative vision 50002056 and a 1+ reaction was also observed to cell#2 to lot# vs236.